Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- clinical study patient was revised to address high cobalt and chromium levels, massive effusion, and foreign-body synovitis. Update 5/7/2012 - litigation papers received. There is no new additional information that would affect the investigation. Update 12/31/2012 - pfs and medical records received. There is no new information that would change the existing MDR decision. Records are available on external hard drive if needed for further review. Update 02/08/2013 - medical records received. No new information received that would change the existing MDR decision. Update 02/11/2014 - medical records received. No new information received that would change the existing MDR decision. Update 10/4/16 medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported the metal ion levels provided were at reportable levels. Adding right and left stem to complaint.. The complaint was updated on:10/31/2016.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
In addition to previous allegations, ppf alleges metal wear/metallosis.